Event description:
Customer reported discordant results, one positive sars and one negative sars result, for one patient with no additional information.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.